Manufacturer narrative:
(B)(4) additional information added to evaluation codes. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector would not allow flow of fluids until the hep lock was removed. It was not specified as to when this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.